Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient recently had surgery and thought she was shocked. Interrogation shows that the patient was not shocked; however, the patient reported phrenic nerve stimulation, which can be reproduced in the clinic. The device remains in use. There were no reported patient complications as a result of this event.